Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.

Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port separated from the catheter handle. After isolating the left sided pulmonary veins with the coolflex catheter, abnormal temperature and energy readings were noted on the generator. The catheter was examined and it was noted the irrigation port had disconnected from the handle. The physician replaced the catheter with a new one and completed the procedure. There were no consequences to the pt.